Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7075165.

Event description:
It was reported that the patient had inadequate pain relief despite reprogramming. High impedances were noted on multiple contacts. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) and lead were replaced. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.

Event description:
It was reported that the patient had inadequate pain relief despite reprogramming. High impedances were noted on multiple contacts. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) and lead were replaced. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-8416-50 (sn: (B)(6)). The returned lead was analyzed and visual inspection revealed that the proximal ends of the paddle lead was bent/fractured, which likely prevented the user from fully inserting the lead proximal end into the ipg ports, causing the misalignment of the contacts, and the reported high impedances. With all the available information, boston scientific concludes that the reported allegation of high impedance was confirmed. The lead was likely damaged during its insertion into the ipg port or cable.